Manufacturer narrative:
Qc passed on both meters within 24 hours of the event. The customer requested the meter be replaced. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4) (meter a) compared to a 2nd accu-chek inform ii meter (meter b) and the laboratory. The result from meter a at 4:51 p.m. Was 16 mg/dl. The result from meter b at 4:54 p.m. Was 68 mg/dl. The result from the laboratory was 74 mg/dl. This result matched the patient¿s condition. Any treatment was based on the result from meter b. The same vial of test strips was used on both meters.

Manufacturer narrative:
The meter (serial number (B)(6)) was received for investigation. The test strips were not returned. The meter was tested with retention strips and retention controls: control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1 ¿ 43, 44, 46 mg/dl. Level 2 ¿ 299, 294, 311 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.